Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: while coagulating the omental with second device, the tissue pad was disengaged. The tissue pad was retrieved from cavity. Using another device the procedure was completed.

Manufacturer narrative:
(B)(4).